Event description:
During a laparoscopic nissen procedure, while using the instrument to close off an opening in the stomach, it fired the first time successfully. The device was reloaded and attempted to fire across the stomach. A loud cracking noise was heard. The staples appeared to not have closed or formed properly. Reloaded another device and completed the case without further incident. There was no patient consequence.